Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the oral anvil was observed to be tilted and separated from the tubing. The oral anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was properly tied at the base of the oral anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. One of the retainer legs of the oral anvil was observed to be bent. Functional testing found that the device was subjected to a measured oral anvil retention test within specifications. It was reported that the oral anvil disengaged and the instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The oral anvil disengagement issue can occur if the instrument is subjected to excessive tension. The oral anvil damage issue can occur if the oral anvil is manipulated with excessive force during the attachment to the instrument, or if the oral anvil is mishandled during the removal from the tubing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the circular stapler, the tube disengaged from the anvil when passing through orally. The instrument, specifically the oral anvil, broke including the anvil and tubing, and the broken part disengaged. The device was removed and replaced with a new oral anvil of the same lot number, which was used without issue. There were no consequences or impact to the patient, and no pieces fell into the patient cavity. No patient complications had been reported as a result of this event.